Event description:
Unit reports that a safety lumbar puncture 20g x 3.5 sterile kit came with a vial of 1% lidocaine hcl injection 50mg/5ml that was broken open in the kit. The vial contained no liquid. The neurologist at the bedside performing the lumbar puncture stopped after opening packaging and notified the charge nurse of the incident and acquired a new kit.